Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the contact requested guidance during the load process. During troubleshooting with tandem technical services, the contact reported had expectedly ran out of insulin. The customer's blood glucose (bg) level was 270 mg/dl at the time of the reported event. The customer administered a bolus of remaining insulin to address bg level. Cts instructed the customer to contact their healthcare provider regarding alternate insulin therapy. The contact declined further follow up with cts.